Manufacturer narrative:
The device was returned to olympus for evaluation. The device evaluation confirmed the user¿s report. The evaluation found a faulty patient board set had caused no image with 180 model type scopes. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation

Event description:
The customer reported to olympus, unable to obtain a clear image on a cv-190, evis exera iii video system center, prior to an unknown procedure. The device was returned and evaluation found no image due to a faulty printed circuit board. This medical device report (MDR) is being submitted for the reportable malfunction that was found during evaluation. There were no reports of patient harm associated with this event.

Event description:
The customer reported the procedure was completed using a similar device.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation, device history record (DHR) review and additional information provided by the user facility. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. Based on the results of the investigation, it is likely the failure of the 180 scope images not being displayed was caused by a faulty patient board set. There has since been a design change to prevent reoccurrence of the event. Olympus will continue to monitor the field performance of this device.